Event description:
It was reported that this lead was an attempted implant as during the procedure, it became stuck in the right ventricular (rv) septum. The helix broke off and the physician removed the lead from the patient, but a fragment remained in the septum and could not be retrieved. A different lead was implanted, and no adverse patient effects were reported. The attempted lead was contaminated, so the facility made the decision not to return it for analysis.

Manufacturer narrative:
This lead has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that this lead was an attempted implant as during the procedure, it became stuck in the right ventricular (rv) septum. The helix broke off and the physician removed the lead from the patient, but a fragment remained in the septum and could not be retrieved. A different lead was implanted, and no adverse patient effects were reported. The attempted lead was contaminated, so the facility made the decision not to return it for analysis.